Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? (B)(6). The diagnosis and indication for the index surgical procedure? Closure flap after extraction what were current symptoms following the index surgical procedure? Unk what was the indication to retrieve the needle? The needle was not retrieved how was the needle retrieved on (B)(4)? Was it surgically retrieved or was it naturally passed? Naturally passed if applicable, will the product be returned, return date, tracking information. No what is the patient¿s current status? Fine if the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? What was the indication to retrieve the needle? How was the needle retrieved on (B)(6)? Was it surgically retrieved or was it naturally passed? If applicable, will the product be returned, return date, tracking information. What is the patient¿s current status?

Event description:
It was reported that the patient underwent dental surgery on (B)(6) 2018 and suture was used. During the procedure, the needle pulled off. The thread was short and consequently the needle was in the patient¿s mouth. The patient was lying and the needle fell into the patient. Following the procedure, paramedics were called to bring the patient to the hospital. That same day, the surgeon of the hospital confirmed that needle was inside the patient¿s colon. The patient had to go back to the hospital on (B)(6) 2018 to retrieve the needle. Additional information has been requested.